Event description:
Dexcom g6 changed the sensor adhesive which caused a severe allergic reaction. Dexcom tech support admitted the adhesive change due to complaints from some users that the sensor wouldn't stay on the entire 10 day session. There are so many of us with these allergic reactions that a (B)(6) group has been started to share ideas how to still use the product, but protect our skin. These solutions cost all of us extra money by purchasing barrier bandages & overlay patches to keep the sensor on. The adhesive causes a rash, blisters, the lose of skin and scaring. No answer from dexcom about resolving the problem. Please help us get the original adhesive back again. FDA safety report ID # (B)(4).